Manufacturer narrative:
(B)(4). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this complaint closed.

Event description:
**Update**(B)(4) 2013 - litigation papers received. Litigation alleges pain, physical injury, bodily impairment and elevated metal ion levels. There is no new additional information that would affect the investigation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was revised due to cup loosening. Medical records received. The revision operative notes indicate moderate amounts of fluid around the joint. The cup was not grossly loose but was not bony ingrown.